Event description:
It was reported that the patient presented in clinic. Device interrogation prior to procedure revealed that noise and under-sensing on the atrial port of the pacemaker. Programming changes had been previously made to alleviate the issue. When the atrial lead was removed, there appeared to be a foreign object inside the header. When the new device was implanted, the desired measurements were obtained with no noise. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of header anomaly, sensing noise, and undersensing was not confirmed in the laboratory. Cautery marks were noted on the pacemaker. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.